Event description:
Related to MFR report # 2183959-2012-03343. It was reported by the attorney for the plaintiff that after the implant plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. (B)(4).